Event description:
It was reported that end cap was found loose in the package of a solution administration set before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation; however, visual inspection was performed on a retention sample. No defect was observed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.